Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the "down" arrow button is unresponsive. There is no additional information available at this time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission 06/11/2012-device evaluation: the pump has been returned and evaluated by product analysis on 05/15/2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the down arrow keypad button is intermittently responsive. There was evidence of keypad contamination found under the contrast and down arrow key contacts. .